Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device, the user reported the roller pump displayed a "pump jam" error message. The device was returned for investigation and repair. Since the event occurred during routine testing of the device, there was no pt involvement during this event.